Manufacturer narrative:
Corrosion damage, broken driveshaft and broken input shaft gear were identified as the probable cause of the device overheating. Corrosion can cause heat due to increased friction between moving parts and it can also reduce the structural strength of component materials making them susceptible to breaks.

Event description:
The micro reciprocating saw was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay. No adverse event was associated with the device.